Manufacturer narrative:
The reported event for discolored/deteriorated extension was confirmed. Visual inspection of the extension header and lead body revealed discoloration due to fluid intrusion. X-ray analysis revealed all lead wires were detached from the extension header electrodes. All channels measured open due to the detached wires.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to high impedances on their leads. During the lead revision on (B)(6) 2025 the extensions were discovered to be corroded, discolored, and the material appeared to have deteriorated. The extensions were then explanted and replaced.